Event description:
Related manufacturer report number: 2017865-2024-34777; it was reported that noise that led to oversensing was observed on the right atrial (ra) lead. The lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, only the distal portion of the lead was returned for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths consistent with procedural damage.